Manufacturer narrative:
Correction to b5: update the quantity to "five (05)". Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between may 23, 2025 and may 24, 2025. H11: five (05) actual devices were received for evaluation. Visual inspection of the actual samples did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed and a leak was observed in the tubing; coextruded spike port component and the spike port assembly of the bag. The reported condition was verified. The cause of the condition could not be determined; however, the condition was most likely related to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked at the administration port. This occurred prior to patient use. There was no patient involvement. No additional information is available.